Manufacturer narrative:
Reported event is confirmed. Customer event ¿insufficient heatseal¿ was confirmed based on photographic evidence and device evaluation. Five 138104 were received in original packaging. Lot number was verified. Performed a visual inspection, one package is not sealed at one end, two packages have devices encroaching into the seal, two packages do not have any signs of abnormalities or defects. Performed a functional inspection on all of the sealed packages, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. The packaging with one end not sealed was insufficient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: sterility guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.